Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra) and left ventricular (lv) leads due to infection. A spectranetics 14f glidelight laser sheath, medium 33 cm visisheath and lead locking devices (lld) were used to assist with lead extraction. Once the rv lead had been extracted, a tamponade was detected and a right ventricle injury was discovered. Rescue efforts commenced including pericardiocentesis and a drain. The patient stabilized and survived the procedure.